Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following fields were updated: d7, g2, h2, h3, and h5. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope biopsy valve was defective at the head during reprocessing. There were no reports of patient involvement.